Manufacturer narrative:
Concomitant medical product - model: 39565-65, pain stim lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a implantable neurological stimulator (ins) changeout procedure the patient developed redness around the ins pocket site along with cellulitis. The patient was admitted to the hospital and antibiotic treatment was started for a possible infection. It was indicted that a antibacterial absorbable envelope was implanted with the ins device at the changeout procedure. The device and envelope remain implanted and in use. No further patient complications have been reported as a result of this event.